Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the hcp and a pharmaceutical company. The patient experienced acute renal failure from (B)(6) 2016. The patient had no history of prior kidney problems. There were no other concomitant medications. The starting dose from implant was 1.99mcg/day. The dose was increased to 2.49mcg/day on (B)(6) 2016. The dose was increased to 2.62mcg/day on (B)(6) 2016. The dose was increased to 3.30mcg/day on (B)(6) 2016. The patient complained of hallucinations on (B)(6) 2016, and the dose was decreased to 2.80mcg/day. The patient complained of bilateral lower extremity weakness on (B)(6) 2016, and the dose was decreased to 2.62mcg/day. The patient complained of zero bowel movements in five to six days on (B)(6) 2016, and the dose was decreased to 1.32mcg/day. On (B)(6) 2016, the patient was admitted to the hospital and placed in the intensive care unit (ICU) for acute renal failure. On (B)(6) 2016, the pump was stopped. The adverse events were caused by the prialt medication. The prialt was withdrawn. On (B)(6) 2016, the medication was changed to morphine sulfate. The outcome was recovered/resolved and recovered with sequelae.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving prialt 1.3 mcg per day with an unknown concentration via an implantable pump for non-malignant pain. It was reported MRI compatibility guidelines were needed. The patient was in the emergency room (ER) for back pain and bi-lateral leg weakness that began three weeks prior to (B)(6) 2016. It wasn't known to the initial reporter if there was a problem with the patient's device or therapy or if the patient's symptoms were related to their device or therapy. The reporter had limited details due to being an MRI technician. Further follow-up was then conducted with the patient's managing hcp. It was then reported the patient had renal failure related to therapy and that the previously reported back pain and bi-lateral leg weakness were not applicable. It was also reported that a MRI was not done. In terms of actions taken, the pump was stopped. However, it was again noted when describing the intervention that the back pain and bilateral leg weakness were not applicable. The patient was not taking any additional medication at the time of the event. Further information was not provided including when the renal failure began, what troubleshooting was performed and if the cause of the patient's therapy issues was determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.